Event description:
On 10/06/09, during device evaluation by baxter the pump head module keypad stop button on a colleague volumetric infusor pump-single channel was found to be inoperative. There was no patient injury or medical intervention reported related to this device. The pump has been forwarded to baxter pump analysis lab for further testing. This device utilizes user interface module master software (B) (4), categorized as unremediated.

Manufacturer narrative:
Evaluation summary: the condition of an inoperative pump head module keypad stop button has been confirmed and duplicated. The reported condition is due to a tear / crack found on keypad flex cable. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)

Manufacturer narrative:
(B) (4)

Event description:
The user facility reported that a system 1 processor lid opened during a processing cycle and s20 sterilant splashed onto a nearby hospital employee. The employee was treated with burn dressings at the minor injuries department for small blisters on her lower legs. The employee missed no time from work and reports that her blisters have healed.

Manufacturer narrative:
After completion of the device evaluation and the CAPA investigation, it has been determined that the reported condition is not within scope of CAPA-(B) (4)

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010; inratio: 3.1; lab: 2.6.